Manufacturer narrative:
The lot number for the devices are unknown. Therefore, a review of the device history records could not be performed. The filters remain implanted in the patient. Therefore, a sample evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that immediately following deployment, the filter tilted 180 degrees, with the apex against the cava wall and the filter feet in the right renal vein. A second filter was placed below the first, and it also tilted. Post implant, the vena cava gram demonstrated that the ivc diameter was 32 mm where the first filter was deployed and 30 mm where second filter had been placed. Several retrieval attempts were performed during the same procedure. The following day, CT showed apex of the first filter was against the caval wall and the filter legs were in the renal vein. An additional retrieval attempt was made, but was unsuccessful. Both filters remain implanted. The physician reported that the second filter is positioned to provide suitable protection against pe. Note: IFU states that the filter should not be placed in a vena cava with the diameter more than 28 mm.